Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate atp therapy due to af with rapid ventricular response. An alert for low high voltage lead impedance was observed. Therapies were disabled and the patient was fitted with a life vest until follow-up with their own cardiologist.

Manufacturer narrative:
.